Event description:
A consumer¿s family reported the consumer was implanted due to parkinson¿s disease. After the surgery, there was manic phenomenon, raving, twitching limbs, the consumer did not know people, could not sleep, and accompanied by chin shaking and drooling. There was not a more than 50% reduction in symptoms. It was unknown if any troubleshooting was done or cause determined. Requested whether there was a better solution and what the cause of the consultation was. It was noted that there was program control on (B)(6) 2017, wherein chin jitter/shaking and drooling improved, but other symptoms did not. There were no further complications reported and/or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported the cause of the symptoms was unknown and it was unknown if any troubleshooting was done. The patient was directed to go back to the hospital. The symptoms had been resolved.

Manufacturer narrative:
Updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.